Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon completion of a lateral entry femoral nail case on an unknown date, the surgical technician was not able to separate these two parts in the consignment lateral entry femoral nail set: 03.010.063 12mm/8mm protection sleeve and 03.010.065 8mm/4.2mm drill sleeve. This did not delay the surgery in anyway. No additional information was provided. This report is 1 of 2 for (B)(4).